Event description:
It was reported that air in line was experienced during testing.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Air detector found to be defective and inoperable so it was replaced. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2120.